Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24aug2020.

Event description:
The customer reported an unresponsive touchscreen. The device was not in clinical use. There was no patient harm. The field service engineer confirmed that the touchscreen was unresponsive. The field service engineer replaced the touchscreen, which resolved the problem. The device passed performance verification testing and was released for clinical use.